Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose level. Customer blood glucose level at time of incident was 400 mg/dl. Customer current blood glucose level was 281 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer stated that retainer ring was missing and the reservoir does not stay inside the reservoir compartment. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.